Manufacturer narrative:
Investigation findings: the hose was received for evaluation along with a piece of white cloth stained with brown marks. There was no evidence of liquid leaking from the hose during connection or use with a test handpiece. During functional testing the hose was found to meet all specifications. The hose was autoclaved with the ends of the hose wrapped in the returned piece of cloth. A visual inspection after autoclaving found no evidence of black liquid leaking from this hose. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid materials is being used for the exterior of the inner pressure hose.

Event description:
It was reported that prior to surgical use, a black liquid was noted leaking from this air hose. An alternate was used to complete the procedure, and there was no report of injury or surgical delay associated with this event.